Event description:
It was reported the pt had a spectra penile prosthesis device implanted; the date of the implant surgery was not provided. The device was replaced with an inflatable penile prosthesis on (B)(6) 2011. The reason for the replacement was not provided. Add'l info was requested, but not provided.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be reevaluated and a follow-up report will be sent.